Event description:
Boston scientific received information that a low shock impedance measurement of less than 20 ohms was detected on this right ventricular lead. The impedances were reviewed and back to within normal limits. Approximately one year later the remote home monitoring system issued another alert for intermittent low out of range shock impedance measurements. No adverse patient effects were reported and the products remain implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.